Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 22.0 mmol/l to 27.4 mmol/l. It was reported that the customer was experiencing symptoms related to the high blood glucose that included frequent urination. It was reported that the customer treated for high blood glucose levels with insulin pump. Troubleshooting was performed. It was reported that the insulin pump passed the high pressure test. It was reported that the customer was advised to change the infusion set, reservoir and insulin and treat per health care professional instructions. Product is not expected to return.